Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Filament ma calibration was verified. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed ma errors during a procedure. The system was reinitialized and the system operated normally. There was no adverse pt involvement reported. There was no pt information reported.